Event description:
The MFR received a user facility medwatch from the FDA which reported: the pt's mother called in 2006 stating the pt was experiencing headaches, upset stomach, rigid tone, pain, vomiting and fatigue. The family was instructed to bring the pt to the hosp immediately. The pt was admitted to the hosp that same day. The pt's pump was refilled and the pt received two boluses of baclofen. The pt was discharged to home approx five hours later. The pt's next pump alarm date was two months later. Pt was seen thirteen days earlier for follow-up and pump refill. It was discovered at that visit that the pump was in "stopped" mode. The pt's pump model requires reprogramming in order to change from "bolus" to "simple continuous" mode.